Event description:
On (B)(6) 2011, a spontaneous report was received regarding a (B)(6) female, who received an injection of perlane (cross-linked hyaluronic acid dermal filler). On (B)(6) 2011, additional information was received. Based on the information received, the case was upgraded to serious, unexpected. Medical history included 4 previous injections of juvederm (cross-linked hyaluronic acid dermal filler) on unknown dates in the lips, with no problems. The patient's skin type was white to olive. The patient was not taking any concomitant medications. The patient received a 2 cc injection of perlane from two, 1 cc syringes on (B)(6) 2010 to the bilateral temples (0.5... Each temple) and bilateral cheeks (0.5 cc to each cheek). It was unknown if the patient received any pre-procedure medications. No additional procedures were performed at the time of implantation. On (B)(6) 2010, after the implantation, the patient developed a pressure sensation, when she would bed down, in her left temple, which then moved to her right temple and then to her left cheek. Day by day, the pressure continued to progress. On (B)(6) 2010, the patient woke up with continued pressure and "very bad" swelling to her left temple; her left eye had welts around it and had closed due to the swelling. The patient went to the emergency room (ER) and was prescribed a z-pak (azithromycin) and sent home. On (B)(6) 2010, the pressure sensation progressed to "very bad" pain, which was so bad that the patient could not sleep all night. The patient self-treated her symptoms with ice. The patient returned to the ER and was treated with oral clindamycin and oral percocet (oxycodone and acetaminophen) for the pain and sent home. After the patient left the ER, she called the injecting physician and visited him that same day. The injecting physician administered "a shot in the butt" of clindamycin and injected hyaluronidase into the patient's left temple. The treatment did not work; the swelling actually got worse and the patient was up again all night due to the pain. On (B)(6) 2010, the patient was not better and returned to the injecting physician, who prescribed oral steroids and instructed the patient to continue to take oral clindamycin. On (B)(6) 2010, the pain was so bad that the patient again returned to the ER. A computerized axial tomography (cat) scan was performed which according to the patient, "did not really show anything." Unspecified blood work performed was "o.k." Except that the patient's platelets and cholesterol were high. The high platelets and cholesterol were not felt to be related to perlane. No cultures were performed. The patient was told it was thought that she had cellulitis. The patient was administered intravenous levaquin (levofloxacin) and sent home. The patient was instructed to return to the ER if she didn't feel better in the morning. On the morning of (B)(6) 2010, the patient was not better and was still having a lot of pain so she returned to the ER. The patient was administered valium (diazepam), to calm her down, and unspecified pain medication. On (B)(6) 2010, the patient was admitted to the hospital and treated with two different intravenous antibiotics, one of which was thought to be tetracycline and the other was unknown. The patient's primary care physician (pcp) saw the patient in the hospital. The injecting physician was reported to be out of the country at that time. On (B)(6) 2010, the patient was discharged from the hospital, but "wasn't doing that good." On (B)(6) 2010, the patient was nauseous and vomited once. The patient returned to the injecting physician and was administered a "steroid shot in the arm" and sent home with vicodin (hydrocodone and acetaminophen) for the pain. The patient was still having a lot of swelling. On (B)(6) 2010, the pain and swelling continued. On (B)(6) 2010, the patient was still having pain and the swelling had spread down her face. The patient was seen by her pcp, who prescribed singulair (montelukast sodium), prednisone and cetirizine. By (B)(6) 2010, the patient had not improved. The patient returned to the injecting physician and told him she was upset with how she looked, which was described as, "like a freak, all deformed looking" and that she was still in pain. The injecting physician advised the patient to call him the next morning to discuss. On (B)(6) 2010 and (B)(6) 2010, the patient left a message on the injecting physician's personal cell phone that she needed to talk to him because her heart was racing and her voice was hoarse; the injecting physician did not return her call. The patient visited an oral surgeon experienced with dermal fillers, who was shocked and couldn't believe the size of the lump in the patient's cheek/jaw. The oral surgeon took pictures and sent them to a physician friend in (B)(4) for advice. No treatment was provided, as the oral surgeon "didn't know what to do with the patient," and commented that he "had never seen anything like that before." On (B)(6) 2010, the lump in the patient's cheek/jaw was "like a jaw breaker" and both temples were very swollen. On (B)(6) 2010, the patient called the injection physician again and did not receive a response. The patient was then seen by her pcp and explained that the injecting physician had not returned her calls. At this visit, the patient's blood pressure was borderline high (specific blood pressure reading was reported as unknown), because she was so upset. The patient had been up every night with pain and continued to ice her face. On (B)(6) 2010, the patient was seen by a dermatologist, who was very puzzled and had never seen this before. No treatment was provided at this visit. On (B)(6) 2010, the patient continued to have swelling and was up all night. The patient was then seen by her pcp who prescribed more unspecified pain medication and encouraged the patient to follow-up with someone who knew how to treat this. The patient continued to have swelling which had spread to the right side and also had welts around her right eye and a big hard lump in her left cheek/jaw where she was injected. On (B)(6) 2010, the patient went to see a plastic surgeon experienced with dermal fillers, who prescribed the allergy medication, levocetirizine, which didn't help. The plastic surgeon felt the patient's symptoms were related to perlane. On (B)(6) 2010, the patient returned to her pcp and was given vicoprofen (hydrocodone and ibuprofen). On (B)(6) 2010, the swelling was "really bad." On (B)(6) 2010, the patient returned to the plastic surgeon who had previously injected the hyaluronidase, because the lump in her cheek/jaw was bigger. No treatment was provided and according to the patient, the plastic surgeon "didn't know what to do for her." On (B)(6) 2011, the swelling was "bad." On (B)(6) 2011, the patient went to the dermatologist again just to follow-up. No treatment was provided. On either (B)(6) 2011 or (B)(6) 2011 the patient went to the plastic surgeon who injected hyaluronidase in her temples and the left cheek/jaw where the lump was. The temples seemed "to go down," but the lump in the left cheek/jaw did not improve. It was very painful when the hyaluronidase was injected. The area hurt just to touch it. On (B)(6) 2011, the patient still had a big ball in her mouth (left cheek/jaw area). The patient returned to the plastic surgeon who wanted to inject hyaluronidase again, but the patient was afraid and wouldn't let him do it. On (B)(6) 2011, the patient went to another dermatologist who looked at the patient and told her that her events were from the injection of perlane and that he could inject hyaluronidase, but it would take several treatments. The patient declined treatment with hyaluronidase. As of (B)(6) 2011, the swelling had "gone down" to the patient's jaw line and it was "all ... And lumpy." The patient was having trouble opening her mouth and was upset due to all of the work she had ... Due to this. The patient opted to return to the plastic surgeon who had previously injected her with hyaluronidase, for an additional injection of hyaluronidase; an appointment was scheduled for (B)(6) 2011. On (B)(6) 2011, the patient started having severe pain in her left cheek/upper jaw area where the lump at the injection site was located. The patient experienced tingling and shooting pain up into the side of her head at the temple area and down into her ear and along her jaw line. The patient's cheek was also noted to be "beet red" and swollen. On (B)(6) 2011, the patient was seen by her pcp, who told the patient that her symptoms were due to an infection from the perlane injection and oral levaquin 500 mg once daily was prescribed. No cultures or blood work were obtained at this visit. On (B)(6) 2011, the patient was seen by the plastic surgeon who had previously treated the patient with hyaluronidase. The plastic surgeon agreed that the patient's symptoms were due to an infection from the perlane. The plastic surgeon then aspirated pus from the patient's left cheek/upper jaw area where the lump at the injection site was located. The pus was sent out to be cultured. The plastic surgeon was to determine from the culture results, which were planned to be available on (B)(6) 2011 or (B)(6) 2011, if the antibiotic needed to be changed. The plastic surgeon planned to contact the patient with the culture results when they came in and to advise on the antibiotic at that time. According to the patient, all of the physicians the patient visited felt her events were related to the injection of perlane. Additional information regarding the patient's reported events were requested from the patient's pcp via phone and fax. As of (B)(6)2011, no response had been received from the patient's pcp. The lot number and expiration date were reported as unknown. Company comment: "the patient was upset with how she looked, like a freak all deformed looking" is assessed as customer dissatisfaction which is not an adverse event.

Manufacturer narrative:
.